Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by abdominal pain and cloudy pd effluent. The breach in aseptic technique was not further specified. The patient was hospitalized and was treated with meropenem injection (500 mg, intraperitoneal, once a day, ongoing), vancomycin injection (500 mg, intraperitoneal, immediate, discontinued) and amikacin injection (250 mg, intraperitoneal, immediate, discontinued) for the event. It was reported that the patient remained hospitalized but has recovered from peritonitis. The patient was retrained for proper aseptic technique. It is reported that pd therapy is ongoing. No additional information is available.